Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the monitor. The system operates as intended.

Event description:
The customer reported that the left monitor was not lighting up.